Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that patient's blood glucose were fluctuating from "low and high" due to a malfunction with the personal diabetes manager (pdm). The patient reported the pdm was randomly changing the time from am to pm, causing the incorrect basal to be delivered. As treatment, patient's husband delivered manual injections 2 nights in a row. The patient's basal settings history is as follows: (B)(6).